Event description:
It was reported that the pump exhibited a force sensor test. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found no physical damage. Tamper seal was intact. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated during start up. The force sensor was out of spec which was the cause of the reported problem. Recalibration of the sensor cleared up the problem. The root cause of the reported problem was undetermined as no external damage was observed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Other text: b3: updated. B5: the event occurred during preventative maintenance. No patient injury was reported. H6: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.